Event description:
It was reported that during a colectomy procedure, the device would not staple but cut. It was impossible to move the cursor to staple the intestine. The tissue was never radiated. No buttressing material were used. No firing next to an existing staple line. No unusual noise. Forces higher were needed to fire the instrument, but the surgeon did not use forces too high; the instrument could not be used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Swing tab in locked position devices a and b were received in good visual condition and with cartridge reloads loaded in the instruments. The cartridge reloads had the swing tabs in the locked position, and the proximal one driver up; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tabs were reset and the cartridges were loaded into the devices for functional testing. The devices achieved their complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.